Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was missing the tray.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual evaluation of the returned sample noted one opened (with original packaging), unused foley tray with label. It was noted that the sample port connector and the catheters were both missing. This does not meet the specification as "no missing components allowed". Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be incorrect operation. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. Correction: d10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was missing the tray.